Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1fjdg, implanted: (B)(6) 2017, product type: lead. Product ID: 3889-28, lot# va16480, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had bowel issues and leakage since implant that had been ongoing. Patient would have a stool every morning, but leakage afterward. Patient ran out of programming options so the lead was replaced to a different position and it helped but the issue began occurring again a month or so ago. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) did not provide any additional information pertaining to the event.